Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report

Event description:
It was reported the 5.0 x 200 mm armada 35 balloon dilatation catheter was advanced to the target lesion however ruptured during inflation. During removal, the device separated inside the 5f sheath. The sheath was removed with the separated portion and the procedure discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. A 5.0×200mm armada 35 balloon catheter was advanced and during inflation a spontaneous rupture occurred. While withdrawing the balloon, resistance was met and the balloon tore, leaving part of its working segment lodged on the guide wire. The balloon was subsequently removed with the guide wire/ after consultation with a surgical specialist, a decision was made to continue the procedure; however was unsuccessful. The vascular sheath was removed. Hemostasis was checked and a pressure dressing was applied to the artery. Postoperative diagnosis included an occlusion of the tibioperoneal trunk and its branches. Iatrogenic dissection of the right common iliac artery and left common femoral artery, per the physician the armada 35 balloon caused or contributed to the dissection. No additional information was provided.

Manufacturer narrative:
H6: codes 2199 and 4582 removed. Codes 3160 and 4614 added. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.